Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that it was not possible to insert the milling machines onto the hand piece was confirmed. It was found to be due to an incorrect o-ring installed on the hand piece. The device was modified as per the specifications, tested, and found to be working according to specifications. However, given the information provided, we cannot discern a definitive root cause of the installation of the incorrect o-rings on the hand piece. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure they could not insert milling machines into a fms tornado micro handpiece with buttons. Procedure was completed with a replacement device. No patient consequences or surgical delay reported.